Event description:
The customer reported an undetermined amount of cleaner leaked from a coulter lh 500 hematology analyzer while performing instrument shutdown. The leak was not contained within the instrument. The instrument operator was a gown, gloves, and goggles when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts) via telephone. The customer replaced tubing through pinch valve pv37, which resolved the leak. Bec field service was not dispatched for this event. (B)(4).